Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colporrhaphy, enterocele repair with insertin of graft, cystoscopy with hydrodistention, lysis of adhesions and bso due to sui, symptomatic 3rd degree rectocele, enterocele, severe overactive bladder and possible interstitial cystitis. It was reported that patient underwent mesh revision/removal on (B)(6) 2013 due to vaginal mesh exposure, vaginal drainage and pain and enterocele recurrence. No additional information was provided. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.